Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer report number: 2017865-2020-19216. It was reported that the patient presented for an implant procedure. During the procedure, after placement of the left ventricular (lv) lead, it was noted that the insulation of the lead was perceived to be thicker at the connector pin than previous leads. This thickening resulted in the testing connector sleeve to not be fully seated on the lead and prevented the electrical testing from being completed. A second connector sleeve was provided and had a similar issue. A new lv lead was provided and was noted to have the same insulation issue, so it was not implanted. A competitor connector sleeve was attempted and it engaged the lead properly, allowing for the electrical testing to be performed. The initially placed lv lead was used as it was in a stable position and functioned normally. The patient was discharged.